Event description:
Had intraortic balloon pump inserted following re-do coronary artery bypass graft. After admission to surgical intensive care unit, blood was noted in the tubing as the staff was checking the alarm sounding - balloon had ruptured, was removed & new one inserted.